Event description:
It was reported that the patient underwent a revision surgery approximately 12 years post implantation due to knee pain. The tibial implant was found to be grossly loose with no cement adhered to the titanium surface. It was reported that no further information is available.

Manufacturer narrative:
(B)(4) d10 - concomitant medical products: unknown femoral component. Unknown articular surface. Unknown cement. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. Visual examination of the provided picture identified an explanted tibia and also an explanted femoral component. The part and lot numbers on the tibia component cannot be confirmed. No further assessment can be made based on the picture provided. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This compliant cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.